Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ht command referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a mildly tortuous, moderately calcified superficial femoral artery (sfa) and a perineal artery interventional procedure with left common femoral artery access, a command guide wire was placed in the sfa without difficulty. A non-abbott 0.4 mm support guiding catheter was inserted over the command guide wire and the physician wanted to exchange guide wires. There was resistance felt with removal of the command guide wire from the non-abbott guiding catheter; therefore, the guide wire and the non-abbott guiding catheter were removed as one unit without difficulty. Upon removal outside the patients anatomy, the guide wire was pulled out of the guiding catheter and there were pieces of polymer jacket sheared off the guide wire shaft. Another same batch and lot command guide wire was inserted into the perineal artery and a 0.35 non-abbott balloon delivery system (bdc) was inserted over the wire without complications. The 0.35 mm non-abbott bdc was removed easily and a 0.4 mm non-abbott bdc was advanced. The physician wanted to exchange guide wires and there was resistance noted with the removal of the command guide wire from the non-abbott bdc. Both the command guide wire and the non-abbott bdc were removed as one unit without difficulty. Two non-abbott guide wires were used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without any blood or contrast visible. There was wrinkled polymer 21cm distal to the end of the polymer for a length of 1mm likely due to an interaction with the balloon catheter. Using a proxy balloon catheter, the guide wire was advanced through the tip and there was no resistance felt until the polymer advanced to the distal seal in the proxy catheter. The guide wire would not advance any further past the distal seal, therefore, confirming the resistance issue. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed 1 other incident ((B)(4)) reported for difficulty to remove. Incident (B)(4) involves the other guide wire used during the same case where resistance was reported with a non-abbott balloon. No other similar complaints have been reported for this issue for this lot. Based on the related records review for this lot and an expanded records review, there is no indication that the larger population of product is affected. Though it cannot be confirmed, the probable cause of this issue was determined to be excessive polymer used on these two devices and human error in failing to scrap the affected units. The performance of these devices will continue to be monitored.